Event description:
It was reported the patient experienced a ¿bad fall about eight weeks¿ prior to report and that she ¿passed out and was hospitalized afterwards.¿ it was reported that after the patient¿s fall eight weeks prior to report, the patient¿s ¿back hurt more.¿ it was noted the patient had experienced ¿four falls in the past year to 14 months¿ prior to report. It was stated that three of the patient¿s falls were ¿caused by something physically happening to her that made her fall.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).